Event description:
According to the reporter, during a laparoscopic pancreatectomy and splenectomy procedure, the power handle did not fire the staples correctly. There was a poor staple formation. Although the process was made multiple times, it did not work anytime. It was noted that the jaws of the device was lock on tissue. The staple line was removed. To resolve the issue, a manual handle and reload was used.

Manufacturer narrative:
Concomitant products: sigphandle, sig power sigphandle handle (serial#:unknown), unk-sigadapt, unknown signia egia adapter (serial#:unknown), sigpshell, sig power sigpshell control shell (lot#:n3c0782y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic pancreatectomy and splenectomy procedure, it was noted that the jaws of the device was lock on tissue, but it was never fired. So, it was removed by opening the staple. Although the process was made multiple times,it did not work anytime. To resolve the issue, a manual handle and reload was used.

Manufacturer narrative:
Additional information: h6 (rfr). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.